Manufacturer narrative:
(B)(4). Concomitant device - item number: 0-1050-4206, 4.5mm contour locking compression femur, 6-hole plate, right, lot number: unknown. Customer has indicated that the product will not be returned to orthopediatrics for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following an extension osteotomy procedure, screws were found to be backing out. No adverse events have been reported as a result of the malfunction.